Event description:
Pilot balloon would not inflate.

Manufacturer narrative:
The device failed while in patient use which would cause a delay in treatment and the patient to be reintubated. They cannot leave an endotracheal tube in place if they cannot keep the cuff inflated. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure. Based on this information this is a reportable event

Event description:
Pilot balloon would not inflate.

Manufacturer narrative:
The device failed while in patient use which would cause a delay in treatment and the patient to be reintubated. They cannot leave an endotracheal tube in place if they cannot keep the cuff inflated. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure. Based on this information this is a reportable event complaint history reviewed. There are no similar complaints for this product, this issue does not appear to be trending but will continue to be monitored. Supplier investigation revealed that the root cause of the cuff breakage is from trying to hold down the et tube as the patient was repositioned. Taken from the report from well lead: "in normal case, even a strong force occurs, it will still make the inflation tube breakage, as the valve end of the inflation is freely. Only when the inflation tube is not freely, such as get stuck in the hospital bed, hold in the nurse for inflation/deflation or connector to a monitor machine, when the strongly force applied unexpected, the complaint issue will happen. In this case, we suggest to do a tube replacement at this case." Risk(ra-47): r25: cuff loses pressure - damaged tubing - s=6, o=2, rpn=12. Rpn < 25 therefore risk is acceptable